Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, three proglide device had a failure at step #3 [removing the plunger]. The sutures did not appear to be cut for these devices. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Subsequent to the previously filed report, the following information was received: reportedly, three proglide devices had a failure at step #3 [removing the plunger]. The whole suture came out with the knot loose for all three devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 10f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was observed as a link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.